Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was pacing intermittently in the ventricle. The patient reported experiencing palpitations. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.